Event description:
The customer called asking for assistance retrieving pt's data for a pt that had passed away in 2008.

Manufacturer narrative:
The customer called asking for assistance retrieving pt's data for a pt that had passed away in 2008. The customer was looking for data the same day. The response center (rc) representative provided assistance to the customer via telephone on how to retrieve the pt's data. Per communications with the biomedical engineer, no device malfunction occurred. The nurse was looking to obtain the pt's data to track the pt's stats/condition prior to when the pt passed. The biomedical engineer did not have any additional info regarding the pt/condition. There have been no further calls logged for this issue. No further investigation/action is warranted.